Event description:
A customer contacted baxter's technical service center for assistance with a check supply line alarm. During troubleshooting, the patient stated, she changed out only the cassette during therapy, which compromised the sterile pathway. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: therapy has been going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed for use error, resure of a single use product and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint.